Event description:
Pt discharged on 11/17/95 with PICC, which had been repaired that same day. Pt seen at home by home health nurse who taught wife to administer IV antibiotics. He received several doses over 2 1/2 days without problems. Sometime during the third day, he reported to his wife that he felt like a needle was in his arm. She notified home health. He was directed to come to ed. When he arrived only hub of catheter present. Could not visualize on x-ray that day. Very difficult to visualize even later.